Manufacturer narrative:
The tech replaced the left siderail ucm board and cable to repair the bed.

Event description:
Info received indicates the bed has a service required error code 10-19 due to corrosion on the mating connectors for the left siderail ucm board and cable.